Event description:
Event description: per cnf, it was reported that: [?]event[?]a patient injury has occurred. [?]please indicate the details of patient injury observed into the patient[?]cardiac tamponade [?]please indicate the details about the event that leads to patient injury[?] Blood pressure dropped when the procedure was completed and the cs was removed. Pericardial effusion was confirmed through the echo. [?]please indicate the details about the treatment for the patient injury that occurred[?]pericardial drainage [?]please indicate the condition of the patient after the treatment[?]showing a trend toward recovery [?]please indicate the opinion of the attending physician regarding the cause on the occurrence of patient injury[?]the cause is unknown, but since the blood pressure dropped after removing the cs catheter, it is likely related to the cs catheter. However, the drained blood is slightly red (arterial blood?), so, the cause cannot be definitively determined. [?]was there a problem with the appearance or functionality of this device? [?]no [?]was there another catheter inserted into the heart when the patient injury occur? [?]no [?]was a resistance able to be felt when this device was operated/removed? [?]no [?]was the case data available? [?]no [?]please indicate the size and name of the sheath that was used together[?]agilis13fr /[?]9fr[?]/[?]6fr. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Physician comments: patient outcome: adverse event infected: unknown generator/controller: yes, yes, farastar ablation catheter used: yes, no, farawave other used: none event date: 2026-4-2. As reported device codes: 2099: no known device problem as reported patient codes: 9042: cardiac tamponade, 9221: pericardial effusion. Country of event: japan returned product expected: no related product upn #: m001491561 related product batch/lot: 0009671426 related product family: starter material number: m001491561.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is 5 parts per million. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.